Event description:
During follow-up, an false alert for the elective replacement indicator (eri) was observed on the device. The false eri alert was cleared after subsequent interrogation. The patient was stable and there were no adverse consequences.